Manufacturer narrative:
Due to characterization limit e1: event site postal code: (B)(6) a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) was shaking when running. No harm or injury to the patient was reported.

Manufacturer narrative:
Updated fields: b4, b5, b6, b8, d10, g3, g6, h2, h6(health effect ¿ impact codes),h11. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) was shaking when running. There was no patient involved.

Manufacturer narrative:
Updated fields: d9, g3, g6, h3, h3, h11. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.